Event description:
This is the third patient of three who presented with a post-op infection. Patients tested positive for staphylococcus. All three events involve the same surgeon, at the same facility with the same part / lot number. The customer is not sure where the infection came from. This device is used for treatment.